Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. During troubleshooting, there was a leak out the side of the cycler during use of an amia cycler set. The patient would complete therapy by manual exchange. Proper procedures per the user manual were reviewed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.